Event description:
It is reported that a customer that the reservoir was connected to the infusion set but no insulin came out. The patient's blood glucose level was unknown at the time of the call. The customer was shipped new reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.